Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that the likely cause of the reported event was due to external force to the distal end. As stated on the IFU and as a preventive measure, the user manual states: important information - please read before use - do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The evaluation found the forceps adhesive at the distal end cover was missing. Additionally, the user's request of a leak was confirmed as the scope failed the leak test from a cut on the light guide tube. Additionally, the image was intermittently distorted. The scope was repaired back to standard specifications and returned to the customer. A review of the scope's history shows the scope was last serviced via repair on (B)(6) 2020.

Event description:
The service center was informed by the user facility that the evis exera ii ultrasound gastro-videoscope has a leak. No patient involvement was reported.